Event description:
It was reported that the patient with this subcutaneous electrode underwent a mammogram. After the procedure, the electrode had migrated and was noted to be close to the skins surface. An x ray was performed, and the electrode was subsequently repositioned and remains in service. No additional adverse patient effects were reported.